Event description:
It was reported the customer stated he has multiple issues with the insulin pump. Customer states he has to change out the batteries one to two weeks which cause the device to do a sudden power down. Customer states the device has condensation inside the screen which can lead to motor failure. The up button on the device is stuck which can cause user error and button failure which also causes the device to shutdown. Customer declined troubleshooting. No further information reported

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.